Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is not reportable because there is no impact on insulin delivery function, no delay in treatment, and no indication of power failure. The owner's booklet indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be exposed to water. The owner's booklet further instructs the user to contact animas if pump damage is suspected or has been identified.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: during investigation, the battery compartment was cracked at the threads to the left of the bumper, and at the threads above and below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.